Event description:
It was reported the pt developed a headache, nausea and vomiting post subsequently to a cerebrospinal fluid leakage during the scs trial implant. F/u identified a blood patch was not performed. The pt symptoms resolved and the trial was successfully completed as intended.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.